Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented during a follow-up in clinic. Lead dislodgement was noted on the lead. An attempt to reposition the lead was unsuccessful due to difficult access to coronary sinus. The lead was capped and replaced. The patient was stable before, during and after the procedure.